Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found fluid in the circuit and expiratory filter and hepa filter. The se replaced the circuit, performed calibrations and extended self-testing on the device and all tests passed.